Event description:
It was reported that the customer's display was half black, scratched, dented and had thin lines. The customer's blood glucose was 400 mg/dl. The customer stated that the battery showed it was empty and that he had changed the battery a couple of weeks ago. The customer also mentioned a piece of rubber sticking up in the battery compartment. The customer was hospitalized at the time of the call due to his heart and not related to the insulin pump. Troubleshooting was done. Customer stated that he was unaware how the damage to the lcd screen occurred. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with missing segments due to cracked and bleeding on lcd glass. The insulin pump had cracked lcd window, deep cut at battery tube thread sand cracked reservoir tube lip.